Manufacturer narrative:
(B)(6) follow up. It was reported that the syringe became lodged in the catheter. As no physical sample was returned, a comprehensive evaluation of the device could not be conducted. To support the investigation, three photographs were provided and reviewed by the quality team. One image depicts the top web of a packaging blister. Another shows a syringe barrel with a luer-lok connection, where the luer tip appears damaged. The third image displays a prefilled posiflush syringe connected to an IV line, with a visible port that appears to contain a luer tip. No additional information could be obtained from the photographs. Historical investigations have demonstrated that excessive torque applied during the assembly of a syringe to a catheter can result in damage to the syringe¿s luer tip. A device history record (DHR) review was completed for material number 302830, lot 5035973. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the photographic evidence, the reported issue is confirmed.

Event description:
Can you please provide an exact date of event in format dd-mmm-yyyy? 8/24/2025.

Event description:
It is reported connection issues event description: customer states that when the nurse went to unscrew the syringe from the catheter, the syringe got stuck in the catheter. No patient harm. Customer does not have product to return. Only 1 occurrence that she knows of.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.